Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of reports 1937141-2019-0001, 1937141-2019-0002, 1937141-2019-0003, 1937141-2019-0004, 1937141-2019-0005, 1416980-2018-06790, 1416980-2018-07086 and 1416980-2018-07486. All investigation activities will be captured under reports 1937141-2019-0001, 1937141-2019-0002, 1937141-2019-0003, 1937141-2019-0004, 1937141-2019-0005, 1416980-2018-06790, 1416980-2018-07086 and 1416980-2018-07486. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). U.s. Food and drug administration. (2019, september 17). The metrix company is recalling specific lots of empty IV flexible containers (bag). Adverse event reporting news 16(18), 13. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked "near the divider rod and channel, when the rod was being removed". There was no patient involvement. No additional information is available.